Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel stopped responding. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. Fse then performed full calibration and functional and safety checks and cleared the unit for clinical use.